Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient went into cardiac arrest and expired. Review of session records revealed that the patient was in a ventricular tachycardia rhythm and atp therapies did not convert the rhythm. The rhythm then slowed to what is considered a slow vt and decreased to within the programmed sinus rhythm while charging to deliver a shock. This caused the device to detect a return to sinus and to stop charging. The patient's arrhythmia then increased and was detected in the vt-1 zone which was programmed as a monitor zone. No therapy was delivered to the patient due to inappropriate programmed settings and a change in the patients rhythm.